Manufacturer narrative:
Concomitant medical products: 419388 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-syncopal and feeling "crummy" for two hours. Interrogation noted that a dual tachycardia was labeled sustained ventricular tachycardia due to atrial fibrillation and therapy was withheld. The rhythm broke on its own after ten seconds. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.